Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin (15000mg, about every five days, intraperitoneally, for 21 days). After 22 days, the patient recovered from the event and pd therapy was ongoing. No additional information is available.